Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6). (B)(4). (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a procedure performed on (B)(6) 2006. According to the complainant, after the procedure, the patient experienced an injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.